Event description:
It was reported that a recovery filter was implanted two weeks prior to gastric bypass surgery in a bariatric patient. Two weeks after surgery, the pt. Experienced nausea and had episodes of vomiting. The pt. Returned to the hospital and was rapidly rehydrated via IV. The pt. Also had dvt and a swollen leg. CT scan showed the filter was engulfed in clot and wwas ina supra-renal location. The pt. Is currently on dialysis due to thrombosis of the renal veins. There will be no intervention at this time as there is clot on top of the filter. Additional information received 06/10: patient has been discharged from the hospital and is doing well.